Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use leakage occurred with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: connected with terumo infusion line and flowed drug. Drug leaked and replaced by new terumo infusion line however leakage didn't stop.

Manufacturer narrative:
H.6. Investigation summary : our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used 18ga insyte autoguard blood control IV catheter unit which consisted of the catheter/adaptor assembly that is intact with dried media in areas throughout the assembly. The adaptor reveals damage in the inner rim at the luer end of the adaptor. In addition, three photographs were received which revealed similarities to that of the returned unit. Through the visual microscopic evaluation, damage was revealed at the inner rim at the luer end of the adapter. Scratches were observed to the outer surface area below the threads. A water/air leak test was performed where leakage was not observed. We could not verify whether a secure connection was achieved with the terumo infusion line because it was not provided. Although damage to the inner rim of the luer at the end of the adaptor was confirmed, the unit was not confirmed for the reported defect of ¿leakage at adapter tubing junction¿. Testing indicated that the existing damage did not affect function of the catheter adaptor assembly when used with iso luers. It could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use leakage occurred with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from japanese to english: connected with terumo infusion line and flowed drug. Drug leaked and replaced by new terumo infusion line however leakage didn't stop.